Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 404 mg/dl. The customer was unable to bolus through pump but will give an injection. The customer was assisted in performing a 5.0 units fixed prime. The customer stated the insulin did exit. The customer was able to removed the set at this time to examine the cannula. The customer stated that the cannula is bent. The customer was advised that the alarm may have been due to bent cannula. The customer was advised to return set for analysis and change the entire infusion set. The customer was advised that we would ship a replacement set.